Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/+5; cat#: 6570-0-236; lot#: 26598751. High insignia collared hip stem; cat#: 7000-6604; lot#: 36126753. Tridentii tritanium cluster48d; cat#: 702-04-48d; lot#: 35264351. 6.5mm low profile hex screw 25mm; cat#: 7030-6525; lot#: r25h. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following event was reported: it was reported that the patient's left hip was revised due to infection. A head and liner exchange was performed. No further information will be released by the hospital or surgeon.